Event description:
After a laproscopic procedure the eas was returned with a note on the box indicating the instrument would not fire. There was no add'l info available. There was no consequence to pt.